Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they were hospitalized due to high blood glucose diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 600 mg/dl. The customer's current blood glucose is 198 mg/dl. The customer was treated by insulin through intravenous. Customer also reported that insulin pump had calibration not accepted. The insulin pump will not be returned for analysis.